Event description:
I had breast reduction surgery in 2009 with subsequent complications and poor outcome which after 6 years decided to see a new surgeon, who then corrected the cosmetic problems as best he could and had breast implants to correct the destruction the first incompetent surgeon left me with. About 6 mo after implant, I began to have all the symptoms below but kind of associated them with other things like aging, stress, etc, but they are too numerous and come on too quickly to not be associated with my implants. I am sorry to say as the thought of any further kind of breast surgery is the last thing in the world I want to have done. Fatigue or chronic fatigue, cognitive dysfunction, muscle aches, pain, and weakness, joint pain and soreness in ankles, feet, knees and hips, weight gain (severe like 80 lbs), low libido, heart palpitations, shortness of breath, estrogen / progesterone imbalance, diminishing hormones, or early menopause, tingling or numbness in the arms and legs, muscle twitching, chronic neck and back pain, skin freckling, pigmentation changes (darkening or white spots), or an increase in papules (flesh colored raised bumps), almost daily edema (swelling) around eyes, vision disturbances, slow muscle recovery after activity, throat clearing, cough, difficult swallowing, choking feeling, chronic inflammation, anxiety, panic attacks, suicidal thoughts, symptoms or diagnosis of lyme. FDA safety report ID# (B)(4).